Event description:
It was reported that during pump preparation, the ¿pump prime¿ function would freeze, and priming only occurred once the speed was increased to 4000 rpm. During implantation, there was a delayed pump start while the device was inside the patient and during weaning from cardiopulmonary bypass (cpb). Multiple attempts to initiate the pump were made. The heartmate3 (hm3) then displayed elevated power (9 w) before initiation occurred after increasing the speed to 4000 revolutions per minute (rpm). Following this, the hm3 parameters remained within normal limits, and the device functioned appropriately. It was noted that there was a concern for a potential bluetooth connection with the heartmate touch (hmt). All connections were verified as appropriate, and the hm3 successfully started after a brief delay. It was also reported that the patient had a suction event at 5400 rpm. The patient was treated with volume resuscitation and blood pressure was increased with inotropes. The speed was decreased until they could tolerate higher rpms and they were transferred to the intensive care unit (ICU) at 5200 rpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.